Manufacturer narrative:
H2: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. This event marked as detachment of component malfunction reportable earlier, due to discrepancy between the voice of customer damage code added. After the email confirmation, product analysis which is not an reportable event. Analysis finding have overheating which does not meet reporting criteria per 4140209 rev k, effective on 2025-12-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the motor have connection failure detachment of component. No patient impact reported.

Event description:
It was reported that the motor have connection failure, detachment of component. No patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation determine that the device connector pins are bent. The likely cause of failure is could not be determined. It was also noted that the device was overheating and the maximum temperature was measured to be 119°f, the motor runs intermittently, laser markings on the collet are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.